Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, " patellotibial fusion for patellar tendon rupture after total knee arthroplasty" literature article "patellotibial fusion for patellar tendon rupture after total knee arthroplasty" (1988) by jake w. Kempenaar et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report a case study that involves the use of a patellotibial fusion to reestablish the extensor mechanism after patellar rupture in a patient with a tka. The article reports: a (B)(6) female with a history of acromegalic gigantism was the focus of this case study. She developed osteoarthritis secondary to her gigantism at the age of (B)(6). She underwent tka in both knees. After multiple complications (infection and patellar tendon rupture secondary to infection) with this initial implant (manufacturer unknown) she was revised to a depuy tciii constrained prosthesis. The patellar tendon reruptured after a fall shortly after this revision surgery. A patellotibial fusion surgery was performed and at six month follow up the patient is asymptomatic and pleased with her current level of function. Cement usage was not mentioned within the article. Patella resurfacing is likewise not mentioned within this article. Depuy products involved: tcii knee system. Complications: tendon injury (1), surgical intervention (1).